Event description:
In the talon study database, perforation was reported as having occurred in pt in 2004. The site study coordinator looked into the hosp records for this pt, and there are no source documents indicating the pt had any type of procedure that day.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.